Event description:
During deployment of the evolution biliary stent the user was unable to recapture the stent for repositioning. Very slowly the user removed the device system from the bilary duct without any problems. No adverse effects to the pt have been reported as occurring as a result of this incident.

Manufacturer narrative:
This evo-fc-10-11-6-b device is currently not registered for sale in the us; however, this device is considered a "similar device" to other metal biliary stent/set devices currently registered for sale in the us. The 510 (k) for these 'similar' metal miliary stent/set devices is k121430. Incident meets reporting requirements of an FDA MDR report based on the reporting precedence in place for this device family for the removal of a permanent stent (deployment related) regardless of whether the stent is fully or partially deployed and regardless of pt outcome. This complaint is related to an evo-fc-10-11-6-b device of lot # c1040897. One evo-fc-10-11-6-b device of lot c1040897 was returned for eval. On eval of the returned device, it was noted that the luer lock fitting (which contains the safety wire) was disconnected from the device and it was broken at the flla. The stent was returned partially deployed with approx 3 cm protruding from the sheath. The relevant personnel attempted to actuate the handle but it was not possible to deploy the stent. Recapturing of the stent could not be performed as the safety wire was disconnected from the device. Upon further examination and dismantling of the device handle, it was noted that the flared handle cannula to the tapered filler cannula was broken. Glue was evident between the handle cannula and the tapered filler cannula. There was also damage evident at the flexor point near the hub where it was noted to be kinked. The stent was recovered from the sheath by hand during the eval and there was no damage noted to the stent. The customer complaint was confirmed as the device was returned with the stent partially deployed and the luer lock fitting (which contains the safety wire) was disconnected from the device and noted to be broken. The stent could not be fully deployed or retracted. In this incident a possible cause of the stent not recapturing was due to the safety wire being disconnected prior to recapturing being attempted. Additional complaint info received from the user confirmed that the luer lock fitting (which contains the safety wire) was broken when the user tried to unlock the safety wire. The flared handle cannula to the tapered filler cannula most likely separated after the luer lock was disconnected, if force was applied when attempting to deploy/recapture the stent. This breakage prevented the stent from fully deploying/retracting; however, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. Prior to distribution, all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for the evo-fc-10-11-6-b device of lot number c1040897 revealed no discrepancies that could have contributed to this complaint issue. From the info provided there were no adverse effects to the pt reported. Complaints of this nature will continue to be monitored for potential emerging trends.